Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of fiber broke. Mfg. Site name-coherent inc. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis p100h console. According to the complainant, during preparation and outside the patient, the laser fiber was attached to the laser console and the operator of the device noted that the green aiming beam was coming out midway through the laser body. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.